Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 3.50 x 28mm stent delivery system (sds) was returned for analysis. The proximal end of the device containing the manifold was not returned for analysis therefore a manufacturing review specific to this device could not be performed. The stent was not returned with the sds for analysis. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and there were no issues to note. It appeared that the balloon had been subjected to positive pressure and then a vacuum pulled. A visual and tactile examination of the hypotube found a break in the hypotube/ strain relief at approximately 20mm proximal to the distal end of the strain relief. There was a kink in the hypotube within the strain relief. The proximal end of the device containing the hub was not returned for analysis. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. As the stent was not returned the crimped stent outer diameter could not be measured. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous and calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion, a maverick balloon catheter was advanced for pre-dilatation. A 3.50x28mm promus element drug-eluting stent was then advanced; however, the device was unable to cross the lesion. Subsequently, additional dilatation was done at high pressure and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed stent detached/separated.